Event description:
It was reported that the remote monitoring network was missing episodes and indicated error 'invalid counters'. The caller was informed that the device was cleared before the data collection was turned on. The issue was escalated and a ticket was opened for an open investigation. It was further concluded that the device implant date was empty and until implant date is corrected, the issue will remain. It was also noted that at implant the device was cleared which removed the episodes. The network remains in use. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.